Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the e315 was due to the data error of the scope identification. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope showed an e315 scope communication error. There were no reports of patient involvement as this occurred during room setup inspection.